Manufacturer narrative:
It was reported that, "customer has a walker and the left front wheel came off and it has bent while customer was sitting down but no falls or injuries". No additional information is available. It has been determined that the reported event could cause or contribute to a serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that, "customer has a walker and the left front wheel came off and it has bent while customer was sitting down but no falls or injuries".